Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported medical event and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had to seek medical attention with hypoglycemia. The patient's blood glucose levels reached 12 mg/dl while wearing the pod longer 48 hours. The patient mentioned that they lost consciousness. The patient was treated with glucose by the paramedics. The patient was released the same day. The pod was worn when seeking medical attention.